Event description:
It was reported that this system with cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited high capture threshold. Review of presenting electrocardiogram showed that the lv lead was oversensing the atrial sense beats and not the atrial pace beats. Technical services (ts) asked for a chest xray to be performed to rule out potential lead dislodgment. Additionally, it was noted that there was pacing inhibition on left ventricular channel. Ts discussed making the lv lead less sensitive to avoid sensing the far-field atrial sense events. This system remains in service and no adverse patient effects were reported.

Event description:
It was reported that this system with cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited high capture threshold. Review of presenting electrocardiogram showed that the lv lead was oversensing the atrial sense beats and not the atrial pace beats. Technical services (ts) asked for a chest xray to be performed to rule out potential lead dislodgment. Additionally, it was noted that there was pacing inhibition on left ventricular channel. Ts discussed making the lv lead less sensitive to avoid sensing the far-field atrial sense events. This system remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the lv lead sensing was turned off in response to the event. No adverse patient effects were reported.